Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was received by the customer on an unknown date. It was reported that there are holes in the packaging. A photo of the sterile pouch of the device was provided and showed that the sterile pouch was torn. The product was not used in a procedure. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging. H11: investigation results: the hydratome rx 44 device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the two photos provided by the complainant where it can be observed that the device with its wire inside the labeled pouch, the pouch presents some black dots, however, it was not possible to determine if these dots are actually holes, another photo was provided and shows that the pouch was torn. No other problems with the device were noted. According to the photo provided by the customer the reported event of packaging tear, rip or hole in device packaging was confirmed. The results of the media analysis performed observed that the pouch was torn, however, the most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis as it was reported to be disposed, and a technical analysis could not be performed. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was received by the customer on an unknown date. It was reported that there are holes in the packaging. A photo of the sterile pouch of the device was provided and showed that the sterile pouch was torn. The product was not used in a procedure. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event.